Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: analysis of the returned device identified the weight of the device to be within specification, red particles in the gel and a curved opening on the anterior. A visual and microscopic analysis was performed which identified a striated opening on anterior and non-penetrating nicks. Based on the device analysis the final assessment is astriated opening on anterior assessed as surgical damage consist in the use of some surgical tool. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Device lab analysis received a device that was explanted and returned. Healthcare professional later reported left side seroma. Device has been explanted.